Event description:
In 1992 right total hip causing pain and decreased mobility. Titanium debris found at surgery, per operative report, synovium was black and bone tatooed with black titanium. Femoral component loose. Operation: revision of right total hip. Indications: pt is a pleasant 71-year-old white female who is approx 15 years status post cemented total hip arthroplasty. She has had progressive loosening and pain over last year. This progressed to point that she has had to give up her daily activities of walking and bike riding and there is an obvious varus positioning of stem with large areas of osteolysis. Risks and benefits of surgery were discussed as well as proposed surgical plan she understands and wishes to proceed. She donated two units of autologous blood preoperatively. Procedure: pt was brought to operating room. After epidural had been induced by dr, she was transferred from preop holding bed to operating table where she was carefully padded and positioned and draped in usual sterile fashion. A longitudinal posterior incision was made and carried down through skin and subcutaneous tissue. Fascia lata was opened and gluteal muscles were split. Posterior area of hip where short external rotators were was primarily scar tissue but this was tagged as it was opened from trochanter. Upon opening capsule, there was a tremendous amount of black synovium consistent with titanium implants. Hip was dislocated. Femoral component could be lifted out by hand. It was grossly loose. This black synovium was everywhere. This was debrided back so edges of acetabulum could be visualized. Retractors were placed and acetabulum was also loose. This was lifted out. There was extensive bone loss superiorly, inferior posteriorly and inferiorly. Anteriorly, component was also in inner table. Using curettes, pulse lavage and dissection, black synovium was removed from the acetabulum. Living bone was also tattooed with black titanium. Acetabulum was then reamed progressively up to a 58 mm outside diameter cup. This was positioned in there. Inner table at this point was paper thin and with defect superiorly, anteriorly and posteriorly, a femoral head allograft was selected, cut in two and morselized. Curvature of it was placed in depths of acetabulum and morselized bone was packed in defects and into acetabulum itself. Cup was then press fit into place and had good purchase anterosuperiorly, posterior inferiorly and medially. Two screws were used to offer add'l fixation. These screws again demonstrated satisfactory purchase. A trial liner was placed. Attention was then directed towards femur and using curettes, black synovium was removed. Cement was very secure distally. An extensive trochanteric osteotomy was completed to facilitate removal of cement and synovium. Distal trochanteric area was noted to have several areas where there were erosive holes in cortex. Also, perforation of distal cortex was made distal to stem inadvertently and removal of cement plug. A cortical gr